Manufacturer narrative:
(B)(6).

Event description:
The customer reported a calibration flow error: this is a check vent alarm that allows the ventilator to continue to function on a limited performance using air only. Loss of oxygen support is maybe detrimental to the patient. No patient involvement reported.